Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, olympus repair center found the following. The material had a rubber-like texture. The material was not originated from the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that another accessory used in combination with the device (such as valve, silicone tube) was broken, and its fragments of packing or silicone adhesive entered the channel. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection, olympus repair center found that a black rubber-like foreign material clogged in the channel of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.